Event description:
It was reported the pt was experiencing a shocking or jolting sensation. The sensation felt "like a seizure where the whole body freezes and cannot move until the device is turned off or until someone can help." The jolt is felt from the ins down to the toes. The symptoms occur when the pt goes from sitting to standing or other position changes. It was also reported the symptoms occur when the pt starts up the computer or when two cell phones are ringing. Add'l info has been requested but was not available on the date of this report.